Event description:
It was reported that during surgery for a total hip replacement, the surgeon was fixing the cancellous screw, the tip of the universal driver shaft broke. The surgeon was unable to remove the broken tip. The broken tip still remains in the pt.

Manufacturer narrative:
Add'l info has been requested, and if received, will be reported on a supplemental report.